Event description:
It was reported that a smiths medical pump had a plunger mechanism broken. No patient involvement.

Manufacturer narrative:
Other text: one medfusion 4000 pump was received to investigate the reported broken plunger mechanism. The pump was received with seal damage on the bottom case. There was nothing in the alarm history pertaining to the customer's reported issue. The pump was further inspected to further investigate the problem, and the customer's issue was replicated. The plunger tube had no grease at all and it was hard to move the plunger head as well as the barrel clamp. The problem was deemed to be caused by the customer. A light coat of grease was applied on the plunger tube, and the barrel clamp rod was replaced. No further actions taken. H6) additional information was received noting that there was no patient involved with the reported event. The error was identified during a routing testing.